Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, occlusion); failure to follow instructions (implanting in zone one). Conclusion: off ¿label, unapproved or contraindicated use (implanting in zone); operational context caused or contributed to the event (not ballooning the stent graft).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. The proximal aortic neck was 41.7 mm in diameter. The distal aortic neck was 27 mm in diameter. There was no calcification or thrombus present. A debranching was performed before the procedure. It was reported that during the index procedure, the final angiogram showed a proximal type I endoleak. The physician accurately placed the valiant stent graft in zone one and decided not to do a touch-up for fear of the stent graft migrating. The physician stated that the vessel diameter was wide enough so that proximal type I endoleak was an expected outcome. The patient is under observation and additional treatment will be considered if the endoleak continues. No clinical sequelae were reported and the patient is fine.